Manufacturer narrative:
Investigation of the samples revealed that, most likely, an interfering factor to the idiotype may be present in the samples and may have caused the high results. Possible idiotype interference is claimed in the package insert. In this case, the false high result would be questioned and further checked since both the tsh and free t4 results were within the reference range. No adverse events were reported.

Event description:
The customer received questionable free t3 results for one patient when tested on a cobas 6000 e601 module, serial number (B)(4). Three samples from the patient were tested. The free t3 results, generated from this analyzer, were high while the patient's free t4 and tsh results recovered in the normal range. Sample 1, free t3 result was >50.0 pmol/l. The tsh result was 3.63 uiu/ml and the free t4 result was 17.8 pmol/l. Sample 2, tested (B)(6) 2011, free t3 result was 46.4 pmol/l. The tsh result was 3.01 uiu/ml and the free t4 result was 16.1 pmol/l. This same sample was repeated using a siemens centaur (bayer) analyzer. The free t3 result was 5.6 pmol/l. The tsh result was 2.46 mu/l and the free t4 result was 16.1 pmol/l. Sample 3, tested (B)(6) 2011, free t3 result was 23 pmol/l. It is unknown which results were reported outside the laboratory. The patient was not harmed by any action taken.

Manufacturer narrative:
This event occurred in (B)(6).